Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02246. It was reported the patient's scs system was not providing effective stimulation. Diagnostic testing revealed the lead had several contacts with high impedance values. It was also noted the lead had pulled out of the ipg. The surgeon explanted and replaced the lead which resolved the patient's issue.